Event description:
A 6f angio-seal sts plus vascular closure device was selected for use. When the angio-seal sheath assembly was pulled out upon deployment, the collagen sponge protruded from the skin. The collagen sponge was pushed strongly into the subcutaneous tissue by using the tamper tube. However, bleeding occurred. Hemostasis was achieved with manual compression. The following day the ankle-brachial index of left side was decreased. Postoperative angiogram revealed an occlusion of the left superficial femoral artery. A thrombus was aspirated and removed. Although the blood flow was restored, a white substance was revealed in the left deep femoral artery through angiography and intravascular ultrasound. The substance was confirmed to be the anchor of the angio-seal device. The blood flow in both the left superficial femoral artery and left deep femoral artery was maintained.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.